Manufacturer narrative:
(B)(4). This complaint is for a report of a luer lock missing on the heater line. The complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. There was not enough data within the complaint information to identify root cause; therefore, the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was not returned. Should additional information become available, a follow up MDR will be sent.

Event description:
A nurse reported to baxter (B)(4) that the luer lock piece on the red line of the cassette is missing and looks as though it was cut off. The process step was before use and no patient injury or medical intervention is reported. No additional information is available.